Manufacturer narrative:
(B)(4). No melted battery tube area during visual inspection. However, the insulin pump was received with cracked case on battery tube area. The pump had a missing retainer. Analysis was unable to perform displacement test due to missing retainer. The pump was also received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, stained serial number label, slightly peeling off end cap address label and severely faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a crack on side of battery and battery compartment is melted. The insulin pump will be replaced. The insulin pump will be returned for analysis.